Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
This device will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.